Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed. The literature for this device addresses the possibility of a revision surgery and discusses multiple sceneries that could lead to a revision.

Event description:
It was reported that there was a revision surgery to remove an implant. The reason for the revision is unknown and no further surgical or patient information has been provided. There were no additional patient impacts reported.